Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer sent the user interface module (uim) to carefusion for the repair and evaluation. The (uim) was evaluated and repaired by the carefusion service group. The service group isolated the failure to the uim's cable assembly. The cable assembly was evaluated by carefusion's failure analysis lab for further investigation. The failure analysis lab evaluated the component but was unable to duplicate the reported issue in the laboratory settings with testing devices. At this time, the root cause of the reported issue could not be determined.

Event description:
The customer reported an intermittent vent inop and safety valve open alarm on this avea ventilator. The customer reported the ventilator continuing to cycle even with the noted alarm conditions. The customer reported no patient involvement is associated this event.